Event description:
Customer posted on saalt cup academy describing her experience having to go to urgent care to have her cup removed. Saalt asked customer to send an email to our customer experience team describing the event. It had been inserted for 24 hours by that time and she said it was difficult for anyone involved to break the suction. \ customer stated she had tried multiple different positions and removal techniques and ultimately sought medical care for removal of her cup. The doctor used forceps and a speculum to remove the cup. The doctor discarded the cup. Instructions for use (IFU) states to remove the cup: "consider removing your cup in the shower or while sitting on a toilet. Always pinch the grip rings at the base of the cup to break the seal (don't pull on the stem alone). Wiggle your cup back and forth while holding the grip rings and keep your cup upright as you pull it past your labia to avoid spilling." It also states that "the cup can move higher if a good seal isn't formed when first inserted, but it will not get lost in the vagina. Walk around and wait 30 minutes and try again, or use your pelvic muscles to bear down on the cup, pushing it lower. Squatting in the shower can also help. Once in reach, pinch the lower base of cup to break the seal, and then gently pull it out." The IFU further states that "uterine lining can sometimes get stuck inside the cup and block the suction holes making it difficult to remove the cup."